Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device cut but did not staple. The pt experienced significant blood loss and a transfusion was necessary. The pt is now fine.